Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have a hole in the tubing during patient use. The reporter stated, ¿there was a hole on tube." The quantity affected is 1 and is available for return for evaluation. A sample photo was not provided. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used. List#:14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, as received, there were some solution residuals observed, no other physical damage or other anomalies observed. Returned set was leak tested and performed functional test infusion, no leaks observed. Unable to confirm customer complaint of hole in the tube. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 4/9/2025.